Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported there were two tsw35s used and both instruments took 2 successful bites. On the third bite both instruments failed. It appeared the head mechanism failed. Operation of the instrument was reported as correct with respect to the in svc they rec'd from sales rep. The case was completed with these instruments. There was not consequence to the pt.